Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problems were confirmed during functional testing. The problems occurred because of a damaged pcb main board and lcd screen. The damage was attributed to the user. A user interface issue was therefore established as the root cause.

Event description:
It was reported that the pump speed on the level 1 hotline low flow system (hl-90) was erratic. The lcd was also broken on the device. No patient injury or complications were reported in relation to this event.